Manufacturer narrative:
The lead was returned due to infection and patient deceased. As received, only the connector portion of the lead was returned in one piece. Visual examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Event description:
Related manufacturer reference number: 2017865-2025-1003353. Related manufacturer reference number: 2017865-2025-1003357. It was reported a patient presented with respiratory failure, sepsis, and an infected hematoma and passed. The system was explanted in a procedure on (B)(6) 2025. It was not stated whether the death was related to any abbott device or device related procedure.